Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Updated d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a unknown. Replaced dso seal and the software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.